Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer received the motor error alarm on the insulin pump prior to receiving a no delivery alarm. The customer's blood glucose was 385 mg/dl. The customer's father was unaware of any significant events leading to the alarm. It was found that the customer had undergone a magnetic resonance imaging machine two months prior. The customer's father confirmed that the insulin pump was exposed to the strong magnetic field as well. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm during testing. The motor passed motor test. The displacement test functioned properly. The insulin pump was unable to verify excessive no delivery alarm due to insulin pump unable to prime. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.